Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical dept for an unk reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events and no reported delays in critical therapy while the device was in clinical use. During testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.